Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a broken arterial line plug and cracked housing.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a broken arterial line plug and cracked housing. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, 10, h11. Corrected data : b5, b6, b7, d10, h6 (clinical & impact code).

Manufacturer narrative:
D5 additional point of contact name: (B)(6), cfrn, ccrn e-mail address; (B)(6)occupation: clinical base lead phone number: 570 887 4930 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The pressure connector on pump is damaged so the fse replaced connector to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.